Event description:
It was reported that bd alaris gravity set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that the magnesium sulfate bolus hung to infuse over 2 hours, but rn noticed it was dripping rapidly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported flow accuracy issues, and returned both a primary and secondary set. This investigation is for the secondary set, material 10016073, batch 24123178. Upon initial visual examination, the sets had no defects or abnormalities. The sets were set up to run a primary/secondary back check valve test at 120 ml/hr for 1 hour. The back check valve, if faulty, can cause accuracy issues as the secondary flows into the primary bag and not the patient. There were no flow accuracy issues, and no back check valve issues. There were also no leaks, or any other issues observed. The complaint of flow issues could not be verified. The root cause could not be identified without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.